Event description:
The customer sent the pump to a covidien service center as a back to stock unit. Upon triage, a service technician found that 115-h wire in power cord has an exposed copper wire.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.